Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) went into ventricular fibrillation (vf). The device delivered two appropriate shocks. The second shock converted the vf, however, put the patient into atrial fibrillation (af). A third shock was delivered and converted the af and ventricular rhythm. No additional adverse patient effects were reported. This product remains in service.